Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4). (B)(4) as part of a 50pc. Lot in (B)(6) of 2016. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
It was reported that the jaws of the applier broke in the patient's stomach during the clipping. The three pieces have been taken out of the patient (2 small pieces of the jaws and 1 the small screw). The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier broke in the patient's stomach during the clipping. The three pieces have been taken out of the patient (2 small pieces of the jaws and 1 the small screw). The patient's condition was reported as fine.